Event description:
It was reported that the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during needle deployment, as the handle was pulled away from the hub to deploy the needles resistance was felt and it was not possible to release the needles. The device was removed and a second prostar xl was used to achieve hemostasis. The physician is in-training in the use of the prostar xl. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Therefore, without the product to examine, no determination can be made as to the cause of the reported needles not released. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number is unknown. The lot number is unknown because the product was not returned for analysis and the lot number was not reported. Based on the information received with this complaint, there does not appear to be any indications of an issue with the quality of the product. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.